Event description:
This system was returned without documentation. The patient's following physician had no record of this system explant and had not seen the patient since (B)(6) 2014. There are no known complaints against the functionality of this system. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only 17cm of the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. The visual inspection demonstrated a stretched inner coil close to the is-1 connector pin. Based on the characteristics of stretching, it is reasonable to assume that they were caused by means of medical instruments during surgery. At a next step, the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.